Event description:
It was reported that the customer experienced elevated blood glucose levels in the morning. Troubleshooting was performed and pump passed delivery system check. Customer is working with her health care professional on the pump settings.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.